Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with ciprofloxacin and vancomycin hydrochloride. At the time of the report, the patient remained in the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient was not reported; however, it was reported that the patient was an adult. The patient experienced peritonitis on an unknown date in (B)(6) 2013. As the sample was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. Three days after the hospitalization, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be the change of the transfer set. Should additional relevant information become available, a supplemental report will be submitted.